Event description:
It was reported through clinical study that patient had deep vein thrombosis which was treated with medication therapy. Severity was deemed moderate, it was not deemed serious and outcome was noted as recovering/resolved.

Event description:
Patient was prescribed xarelto for 6 weeks. On (B)(6) 2017 patient was seen by the clinical with no symptoms of dvt. Ultrasound is planned to ensure dvt has been resolved.

Manufacturer narrative:
(B)(4).